Event description:
Freestyle libre 3 system failed after 10 days. Common occurrence. Failure rate approximately 60-70% on this device. FDA clearly not monitoring gmp standards and practices for this device at abbott. Massive price increase from $35-85 should constitute a big trigger for both FDA and consumer product safety council as well as federal trade commission! FDA do your job.